Event description:
Pt implanted with an hvad on (B)(6) 2018. Admitted with uti on (B)(6) 2018. Admitted with bacteremia and uti (same bacteria) on (B)(6) 2018. Chest / abdomen / pelvis CT with bilateral perinephric stranding. Tee without evidence of endocarditis. Antibiotics changed from IV to po when dc'd on (B)(6) 2018. Pt admitted a total of 10 times for bacteremia. Each time the bacteria remained the same. ICD explanted on (B)(6) 2018 due to concerns for bacteria seeding in the device. Pt approached regarding an hvad exchange due to concerns for bacteria seeding in the pump. Pt initially hesitant to pursue this option. Pt admitted on (B)(6) 2018 due to subtherapeutic inr. Blood cultures again positive. Pt agreeable to pump exchange during this hospitalization. The pt was taken to the operating room for an hvad pump exchange on (B)(6) 2019. During the procedure, the surgeon noted purulence around the outflow strain relief as well as a fair amount of apical thrombus. Surgery went well. The pt is currently recovering on the telemetry unit. Tee negative for vegetation, admitted on (B)(6) 2019.